Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump was received with minor scratched lcd window, scratched reservoir tube window and broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer dropped their insulin pump on the floor and a piece of the reservoir housing broke off. The customer's blood glucose level at the time of incident was unknown. It was reported that the customer was advised to discontinue use of the device. It was reported that the device would be replaced and returned for analysis.